Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device failed to generate alarms under the expected conditions, establishing a relationship between the device and the reported event. The root cause was identified as a defective mainboard. The device also failed to charge due to a depleted battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that device had visible dents. During service and repair, the device was found unable to generate alarms under expected conditions and it also failed to charge. No case involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device had visible dents and during service evaluation was confirmed that device was not able to generate and control negative pressure and cannot generate alarms under expected conditions. No case involved.